Event description:
After using the becton dickinson genie lancets (reference #366583), the blade did not fully retract, leaving the blade exposed which could cause injury. This has been reported two times in the month of april. No injuries resulted from those incidents reported.